Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). . The actual pump involved in the reported incident was not returned to b. Braun's carrollton, tx facility for evaluation. Logs of the pump were provided and issue reported was not confirmed from the log review investigation, however multiple tests were performed and the investigator was unable to confirmed the issue. Investigation results: the reported issue was not present during investigation. Volumetrics of 100ml/hr and 18.27ml (dl: metron5; dose rate 500mg/hr; piggyback) tested in spec at 18.02ml or (B)(4) of expected volume. Log review shows on (B)(6) 2023 and 8:35pm (log times are 6 hours later than actual time) a piggyback start of 100ml/hr and 1 hour (dl: metron5; dose rate 500mg/hr). At 8:46pm infusion was stopped with a volume infused to 18.10ml and pump was placed on standby. At 8:49pm pump was brought out of standby and infusion started then stopped with a volume infused to 18.16ml. At 8:50pm pump was put on standby, brought out of standby and infusion started. At 8:51pm infusion was stopped with a volume infused to 18.27ml with no further infusions taking place. Perform preventive maintenance service. As a result, we were unable to determine the cause of the reported issue. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: scheduled flagyl hung at 14:34, confirmed rate of 100/hr on pump. Patient c/o abdominal pain while hanging antibiotic. Went to med room to get prn pain medication. Upon returning to room noticed bag of flagyl that was hung was already empty. Pump still saying that there was 49 minutes left of infusion yet there was no medication left in the bag. Pump paused. 2nd rn into room and confirmed that medication was hung properly, and that pump was programed correctly. Nurse leader also into room and confirmed medication was hung correctly and pump was programmed properly.